Event description:
It was reported via clinic notes that the patient presented on (B)(6) 2011 due to suicidal ideation with plans for overdose on his medications. Neurologic consultation called on (B)(6) 2011 after patient began having convulsive episodes lasting approximately 30 min. Attempts for further information have been unsuccessful to date.